Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drug was not coming across correctly. There was an order in the system for lidocaine 1% with epinephrine 1:200,000 ml, however, when attempting to remove the medication from the pyxis machine, it displayed lidocaine 2% with epinephrine 1:200,000 ml, which was not stocked in the machine. The order was reviewed and confirmed to be correct, with the discrepancy appearing only within the pyxis system. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drug was not coming across correctly. There was an order in the system for lidocaine 1% with epinephrine 1:200,000 ml, however, when attempting to remove the medication from the pyxis machine, it displayed lidocaine 2% with epinephrine 1:200,000 ml, which was not stocked in the machine. The order was reviewed and confirmed to be correct, with the discrepancy appearing only within the pyxis system. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drug was not coming across correctly. There was an order in the system for lidocaine 1% with epinephrine 1:200,000 ml, however, when attempting to remove the medication from the pyxis machine, it displayed lidocaine 2% with epinephrine 1:200,000 ml, which was not stocked in the machine. The order was reviewed and confirmed to be correct, with the discrepancy appearing only within the pyxis system. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the drug was not coming across correctly. A technical support specialist (tss) confirmed that the lidocaine order was entered correctly in cerner as lidocaine 1% with epinephrine 1:200,000 ml however, when staff attempted to retrieve the medication from the pyxis machine, it displayed lidocaine 2% with epinephrine 1:200,000 ml instead. The 2% formulation was not stocked in pyxis, and the discrepancy appeared only within the pyxis system. The customer confirmed that the original medication order was accurate in cerner, but pyxis incorrectly interpreted the order. Despite this issue, the med ID in pyxis matched the charge code in cerner for both formulations, and the order ID in cerner matched the corresponding order in pyxis. After that the customer worked with cerner to get the incorrect medication order issue resolved. The system functioned as intended after the technical support specialist troubleshoots the device.